Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('half of the essure device had migrated out of place/expulsion of essure device/failure to occlude (close)') in a 34-year-old female patient who had essure (batch no. D18708-notvalid,d01977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included birth control (condoms) in 2012, caesarean section and uti. Concurrent conditions included multigravida, multiparous, blood pressure high, tubal ligation and blood pressure high. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria hospitalization, medically significant and intervention required) with abdominal pain, menorrhagia ("abnormal, heavy menstruation and prolonged/frequent menses/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes") and pelvic pain ("pain"), 1 month after insertion and 19 days after removal of essure. On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancy"). On an unknown date, the patient experienced back pain ("severe back pain"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), anaemia ("anemia") and hypertension ("hbp"), was found to have uterine leiomyoma ("fibroids") and underwent caesarean section ("caesarean section done"). The patient was treated with ibuprofen, paracetamol (tylenol), and surgery (,essur removal (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, vaginal haemorrhage, vaginal infection, migraine, headache, dysmenorrhoea, uterine leiomyoma, fatigue and alopecia had not resolved and the pregnancy with contraceptive device, back pain, menorrhagia, anaemia, hypertension, bladder disorder, urinary tract disorder, pelvic pain and caesarean section outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 7. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered alopecia, anaemia, back pain, bladder disorder, caesarean section, device expulsion, dysmenorrhoea, fatigue, headache, hypertension, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2017, it was decided upon to not terminate the pregnancy. Coil came out on its own during my menstrual cycle - no surgical removal. (B)(6) 2017: breech presentation at 39weeks and desires permanent sterilization. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2016: patient discovered she was pregnant.. Batch number d18708 is not valid lot number: d01977 manufacturing date: 2014-08 expiration date: 2017-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('unintended pregnancy') and multiple episodes of device expulsion ('expulsion of essure device', 'half of the essure device had migrated out of place/expulsion of essure device/failure to occlude (close)') in a (B)(6) female patient who had essure (batch no. D18708-inv, d01977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included birth control (condoms) in 2012, caesarean section and uti. Concurrent conditions included multigravida, multiparous, blood pressure high, tubal ligation and blood pressure high. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced the first episode of device expulsion (seriousness criteria hospitalization, medically significant and intervention required) with abdominal pain, menorrhagia ("abnormal, heavy menstruation and prolonged/frequent menses/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes") and pelvic pain ("pain"), 1 month after insertion and 19 days after removal of essure. On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced back pain ("severe back pain"), vaginal infection ("vaginal infection"), the second episode of device expulsion ("expulsion of essure device"), fatigue ("fatigue"), anaemia ("anemia") and hypertension ("hbp") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with ibuprofen, paracetamol (tylenol), and surgery (essure removal (B)(6) 2015 and caesarean section dne). Essure was removed on (B)(6) 2015. At the time of the report, the pregnancy with contraceptive device, back pain, menorrhagia, anaemia, hypertension, bladder disorder, urinary tract disorder and pelvic pain outcome was unknown and the vaginal haemorrhage, vaginal infection, migraine, headache, dysmenorrhoea, uterine leiomyoma, the last episode of device expulsion, fatigue and alopecia had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 7. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered alopecia, anaemia, back pain, bladder disorder, dysmenorrhoea, fatigue, headache, hypertension, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage, vaginal infection, the first episode of device expulsion and the second episode of device expulsion to be related to essure. The reporter commented: on (B)(6) 2017, it was decided upon to not terminate the pregnancy. Coil came out on its own during my menstrual cycle - no surgical removal. On (B)(6) 2017: breech presentation at 39 weeks and desires permanent sterilization. Batch number d18708 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: pfs received: essure removal date added, event device expulsion made medically significant and intervention required due to surgery. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.